Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a nocturnal hypoglycemia to 39 mg/dl followed by hyperglycemia up to 390 mg/dl lasting about 4.5 hours, during which they ingested peanut butter for the low and later announced multiple ¿meals¿ on the ilet to address highs; the device alerted for high and low glucose and a full supply change was performed. Symptoms included shaking, excessive thirst, and increased urination. Outcomes included successful correction after the supply change with subsequent coaching to avoid meal announcements for correction and to allow the ilet to correct. Investigation included review of device data and user education. Investigation of this case revealed user technique issues, specifically use of slow-acting carbohydrates for hypoglycemia and inappropriate meal announcements for correction, which contributed to prolonged hyperglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and resolved with troubleshooting and education.